Event description:
Additional information received stated that the patient was still having some issues and was scheduled for a lead replacement the week of the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported the lead was revised two weeks ago. It was noted that the doctor had not kept/sent the explanted lead as it was always damaged (according to the doctor) and useless for analysis. The doctor had no other conclusions about the lead.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, lot #: va1a6bb, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer had a routine battery replacement. At post-op programming, all impedances were over 4000 ohms except c0, which was 779 ohms. The consumer could not feel any stimulation with any of the 4 bipolar electrode combos at 6 v. The consumer was sent home with 4 routine settings and doctor wanted her to try them in a couple of days to see if her situation resolved, as the doctor thought it might be related to excessive saline or sterile water use at implant near device. The hcp would reassess the consumer in a week or so to see if situation resolved. There were no further complications reported and/or anticipated.